Event description:
Patient presented to the physician with a hematoma at the chest incision site. Physician brought the patient into the or, rinsed the chest incision site, applied antibiotic powder, and closed. Physician prescribed antibiotics after the procedure was completed.